Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by the xenon lamp failing to light due to an accidental failure of the power supply unit. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to olympus medical systems corp.(omsc) but was returned to olympus repair center for evaluation. In the inspection of olympus repair center the following was confirmed; -the reported phenomenon was reproduced. -the reported event appeared to be caused by defect of the power supply unit of the device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user replaced the main lamp, but the main lamp did not light and the emergency light worked. There was no report of patient injury associated with this event.